Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® implant 4 x 10mm (xifnt410) was returned for investigation. Visual inspection of the as returned product identified that the implant is chipped at the collar, and debris is present about the threads. The internal drive feature is confirmed to contain the reported screw (iunihg), which was too badly damaged to be removed. Therefore, based on the evaluation, device malfunction did occur and the reported event (screw fracture) was confirmed following inspection. The reported bone loss could not be verified with the information provided. DHR review was completed for the subject lot number 1195846. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the screw (iunihg) fractured inside the implant (xifnt410). It was also reported that the doctor was unable to remove the fracture screw and had to remove the implant.